Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility via a consumer regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for no known indication for use. It was reported the catheter connected to the patient's synchromed pump (implanted drug delivery system) broke into pieces causing a large dispersion of morphine into the patient's system all at once. It was noted the patient slept for four days until it wore off somewhat. The patient did not know that this overdosing from the pump was what had happened to them. It was noted that on or about (B)(6) 2019 the patient began to experience a very sharp and pinching pain in the right flank muscle. The patient attempted to obtain relief or room or an appointment with any of the patient's physicians, but was told to go to the emergency room (ER). When the pain had become unbearable, (B)(6) 2019 the patient proceeded to go to the ER where it was found using computed tomography (CT) that the catheter was "in pieces." Concomitant medical products included synchromed ii (morphine only), effexor, abilify, pantoprazole, and ibuprofen. The event date was (B)(6) 2019. No further complications were reported/anticipated.